Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the drive support cap appears to be normal. Customer also stated that the insulin pump had unexpected restart. A cold reset was performed. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer stated that the error occurred again after inserting the new battery. Customer has experienced multiple a21 alarms after battery change. Advised that the insulin pump will need to be replaced. Advised to monitor the insulin pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error and no motor error alarm noted during test. Motor passed motor test.